Event description:
Drive devilbiss healthcare was notified of an incident involving a walker by the end user who stated that while using the device, the device began to move away unexpectedly. The end user attempted to engage the foot brakes; however, the brakes did not stop the walker, and the user subsequently fell. The reported injuries included a fractured hip, which required surgical intervention, and a shoulder injury, which is being managed through prescribed therapeutic exercises. As part of drive devilbiss healthcare's complaint review and evaluation process, the manufacturer of the product will also be notified of this complaint.

Manufacturer narrative:
Drive devilbiss healthcare previously reported the incorrect manufacturer as on MDR 2438477-2026-00009. The correct manufacturer is zhongshan bliss medical. Sections d3 and f14 have been updated with the correction manufacturer address.

Manufacturer narrative:
Drive devilbiss healthcare previously reported an incident involving a walker by the end user who stated that while using the device, the device began to move away unexpectedly. The end user attempted to engage the foot brakes; however, the brakes did not stop the walker, and the user subsequently fell. The reported injuries included a fractured hip, which required surgical intervention, and a shoulder injury, which is being managed through prescribed therapeutic exercises. The device was returned for evaluation. The unit arrived disassembled, and the wheels were attached as part of the evaluation without issue. The unit was conforming, and the push down brakes located on the rear wheels operated as expected.